Event description:
A report was received that the patient was explanted. The implanting physician is not aware of the patient being explanted. No further information is available at this time.

Event description:
A report was received that the patient was explanted. The implanting phyician is not aware of the patient being explanted. No further information is available at this time.

Manufacturer narrative:
A returned product investigation revealed that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device exhibits normal device characteristics.